Event description:
Event description cpi received information that this transvenous defibrillation lead disldoged. The rate sense portion was capped and a new rate sense lead was successfully implanted.